Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or in the underarm area." And "malposition". Patient additionally reported ¿when it hurts she pushes it back in¿... Also advised she has to hold her left breast when the scar tissue "gets her" for 4-5 hrs"; this event is not device related. Device was explanted. This record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2015 and 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and lump/nodule.